Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a new cd camera and lift power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system images intermittently flash bright then back to normal. It was also reported that the c-arm intermittently will not lower. There was no report of pt injury.